Manufacturer narrative:
This report will be amended when our investigation is complete. Evaluation in progress.

Event description:
It is reported that the patient's hip arthroplasty was revised due to elevated cobalt levels, pain and a pseudo tumor.

Event description:
It is reported that the patient's hip arthroplasty was revised due to elevated cobalt levels, pain and a pseudo tumor approximately 10 years post-implantation. In-vivo corrosion between head and stem was found upon explantation. Head and liner were revised. No further information has been provided.

Manufacturer narrative:
Concomitant medical products: unknown zimmer m/l taper femoral stem, catalog#: ni, lot#: ni unknown zimmer acetabular shell, catalog#: ni, lot#: ni standard liner, catalog#: 00630505632, lot#: ni. Complaint sample was evaluated and the reported event was confirmed. The following explanted devices where returned: head, liner. The liner has certain portion of the rim feature missing. The witness marks and surface of the fragmented pieces of the liner indicates extraction damage. Damage is too severe on the liner for dimensional analysis to be performed. The femoral head is returned with minor scratches and scuff marks on the articulating surface. The conical taper exhibits dark debris. Dimensional measurements of the head are conforming to print specifications, where measured. Eds analysis of the dark debris on the femoral head taper, confirms corrosion. Eds semi-quantitative elemental analysis of the base material indicated the elements c, o, si, ti, cr, mn, co, and mo. Eds analysis of the dark debris indicated the elements c, o, p, ti, cr, mn, co, and mo. The elements c, o, and p in the eds results of debris analysis could be from various sources including soft tissue and bone or dried biological fluids such as blood, etc. Ti element likely transfer from the stem taper while the concentrations of co, cr, si, mo and mn from the head. Review of the x-ray indicated steep acetabular cup lateral angle of inclination of approximately 47° which is a risk factor for superior polyethylene liner wear and hip dislocation. Radiolucency noted at superior lateral acetabular cup metal-bone interface is possible for acetabular cup loosening. Mild irregularity of metal is noted at the superior lateral acetabular cup in vicinity of implant designed open window which is of questionable significance in the setting of elevated cobalt levels. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.